Event description:
False positive result (s). Got pcr tested and my son was positive and I was negative. My husband bought these to test himself at home while awaiting his results. I decided to take one too because we also have an infant and I was curious. Him and I showed positive results. I went back to get a pcr test and they confirmed I was truly negative. Such a waste of money. Please go get tested at a facility if you can!